Manufacturer narrative:
Data correction to device identifier.

Event description:
It was reported, that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement. There was no patient or user harm reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no speaker sound at start up test, and speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.